Event description:
It was reported that there was a motor stall and the stall never recovered. The patient was seen on day of the report for a refill and a motor stall warning was seen upon interrogation. According to the logs, the motor stalled on (B)(6) 2013 and had not recovered. The pump was reportedly programmed to minimum rate mode and replacement surgery was scheduled for (B)(6) 2014. The patient¿s status at the time of the report was alive and no injury. The patient had no signs or symptoms. The pump was used to deliver baclofen and morphine. It was reported later that day that the patient previous refill was on (B)(6) 2013 and filled with 20ml of drug. The patient could not remember if she had an MRI. It was stated that a tube set also occurred 48 hours after the stall. The reporter stated that if the patient only received drug for 10 days (in accordance with the logs), then the patient would have only used 1.7ml and 18ml should have been aspirated. However, the clinician programmer showed the expected reservoir volume (erv) of 2.9ml. The actual reservoir volume (arv) removed the day of the report was 3ml. It was also stated that the patient had no symptoms, flu-like illnesses, increased spasticity, or pain during the refill interval. The reporter was instructed to check the logs again for a possible telemetry stated. The reporter¿s colleague was unable to check the logs again with the clinician programmer. The patient was to return the next day for a catheter dye study. The logs were to be rechecked at that time. It was reported the baclofen delivered by the pump was compounded it was reported the next day that the motor stall recovered the same time as the pump was interrogated for the refill on day of the report. The reporter stated that the patient had an MRI on the day of the initial motor stall ((B)(6) 2013). It was stated that there was no volume discrepancy. The patient experienced mild withdrawal after the pump was programmed to minimum rate mode. The reporter believed the pump to be fine and was not going to replace. The dye study was normal and the reporter needed to perform a partial bridge bolus. The baclofen concentration was lowered from 2000 micrograms (mcg) per milliliter (ml) to 1842.1 mcg/ml. It was reported two days later that the manufacturer representative confirmed that the recovery occurred. The reservoir was reportedly aspirated and matched the programmed volume ¿spot on.¿ the pump was restarted and the patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).